Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic for a follow up. High capture threshold with loss of capture were observed. The lead was capped after repositioning was unsuccessful.